Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent identified proximal stent damage. Damage was noted to the proximal stent struts, with struts lifted and pulled in distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. Examination of the tip found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed and 28mmx3.0mm target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, upon positioning, the stent scraped against the calcified part of the lad and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed and 28 mm x 3.0 mm target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, upon positioning, the stent scraped against the calcified part of the lad and the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.